Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was confirmed to have been shipped in conformity with specifications. Based on the results of the investigation, olympus confirmed foreign material was found on the device, but the type of the material and root cause could not be identified. A definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The events can be detected and prevented in accordance with the following sections of the (IFU): instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material at the nozzle and objective lens adhesion. There were no reports of patient involvement.